Event description:
Information received indicates the left siderail is not latching into the raised position.

Manufacturer narrative:
The technician isolated the issue to the siderail latch. He lubricated the siderail latch mechanism to repair the bed.